Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complainant placed a impella cp to support a patient admitted in with chest pain and nausea/vomiting. The cp was placed (as well as extracorporeal membrane oxygenation (ECMO)) and after four days ischemia was noted in the impella limb, and a fasciotomy was performed. Then 13 days later a above-the-knee amputation was performed. The patient remained on support for a total of over 28 days and was then explanted. The patient remained on ECMO and survived.

Manufacturer narrative:
The device was not returned for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿